Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range (oor) shock impedance measurements that was detected via the patient¿s remote home monitoring system. Additional information indicated that the low oor shock impedance just occurred once. It was checked again and the impedance was then in normal range. This system remains in service. No adverse patient effects were reported.